Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device received an alert due to high out of range pacing impedance measurements, measuring greater than 2335 ohms on this right ventricular (rv) channel. It was noted that there was rapid increase in rv pacing impedance and threshold values. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was no evidence of noise on the stored egms, however suspected it could be the lead integrity issue. Ts recommended further troubleshooting to be performed in clinic, to also consider an x-ray imaging of the device and lead system for any visible problems or movement and recommended lead replacement. This rv lead currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device received an alert due to high out of range pacing impedance measurements, measuring greater than 2335 ohms on this right ventricular (rv) channel. It was noted that there was rapid increase in rv pacing impedance and threshold values. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was no evidence of noise on the stored egms, however suspected it could be the lead integrity issue. Ts recommended further troubleshooting to be performed in clinic, to also consider an x-ray imaging of the device and lead system for any visible problems or movement and recommended lead replacement. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was fractured. Subsequently the lead was explanted and successfully replaced. No additional patient adverse effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type h6 device codes and h6 impact codes.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device received an alert due to high out of range pacing impedance measurements, measuring greater than 2335 ohms on this right ventricular (rv) channel. It was noted that there was rapid increase in rv pacing impedance and threshold values. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was no evidence of noise on the stored egms, however suspected it could be the lead integrity issue. Ts recommended further troubleshooting to be performed in clinic, to also consider an x-ray imaging of the device and lead system for any visible problems or movement and recommended lead replacement. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was fractured. Subsequently the lead was explanted and successfully replaced. No additional patient adverse effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact, and the stylet was returned in the lead. The setscrew marks were in the correct location on the terminal pin. The helix was extended and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type h6 device codes and h6 impact codes.